Event description:
A robotic monopolar scissor was found to be dull with 4/10 lives remaining on the instrument. I will send it back to intuitive for potential reimbursement. FDA safety report ID # (B)(4).